Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, the green piece of one (1) femoral implant impactor broke. It is unknown how the procedure was completed. No delay or injuries were reported as a result.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection finds the device returned with the anterior cam arm cover fractured and not returned, the posterior cam arm cover loose on the shaft; the bumpers damaged in several places, the surfaces were scuffed and discolored. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is s till adequate. A review concluded that a similar event was identified, and a corrective action was opened. The following actions were taken: a stress relief process was established for plastic bumpers, samples were tested. Device master records for all plastic bumpers were revised to include the stress relief operation in the manufacturing flow and to include the inspection of stress relief temperature chart to determine compliance. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.